Event description:
It was reported that during a thermal ablation procedure, a motor fault error was received with three different catheters. A fourth catheter was used to complete the procedure. Surgery time was extended 1 hour and 15 minutes.